Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested >8.0 inr, >8.0 inr, and >8.0 inron the coaguchek xs system while a comparison lab returned as 5.6 inr. No actions taken based on the device results. No adverse event reported. Requested return of suspect system.